Event description:
Microaire 1600-962tns-wire was being inserted in a patient, when it allegedly broke three times inside the patient. The instrument in use at the time of the alleged incident was reported to be a 3m mini-driver (non microaire product).